Event description:
Boston scientific received information that this patient presented after thinking that he received a shock. Device interrogation revealed fault code (fc) 1004 and 1007. Additionally, the device had declared end of life (eol) with a charge time (CT) of 45 seconds. A boston scientific technical services consultant discussed the clinical observations with the caller and reviewed with the caller the meaning of each fc. The consultant emphasized the device cannot deliver therapy and both the device and lead should be explanted. The device and associated right ventricular (rv) lead were removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the implantable cardioverter defibrillator (ICD) identified no anomalies. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted lead condition. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare end of life (eol) because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). A boston scientific sales representative provided details from the explant procedure that the device and lead appear to be intact and lead testing produced stable pacing measurements. A boston scientific technical services consultant reviewed the previously reported observations and informed the caller that the device and lead still need to be removed from service. The device was returned for testing and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when additional information is received.